Manufacturer narrative:
Product complaint # (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch md6369 mfg date: 4/16/2018, exp date: 3/31/2023., manufacture site: ethicon inc.. (B)(4). The device history records for the possible batch number was reviewed and the manufacturing criteria were met prior to the release of this lot. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-75891, 2210968-2018-75897, 2210968-2018-75898, 2210968-2018-75901 and 2210968-2018-75902. Analysis results have been included in reports for each. Investigation summary it was reported performance breakage suture. Two unopened samples of product code eh7464, lot # md6369 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no suture breakage were noted; however, the strands present open filaments. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found on the sutures.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the issue happen during one procedure or multiple procedures? If multiple procedures, please provided for each procedure: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2018 and a suture was used. During surgery the suture broke. There were no adverse patient consequences reported. No additional information was provided.